Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k) - k130520 the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. A search of the complaint file found no other report of this nature with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a plasma leak with the involved capiox device. After 5 hours of ecc, massive plasma leakage occurred, which slightly impaired oxygenator performance. Despite impairment, with four liters of gas flow and 100% fio2 the remaining 45 minutes of the procedure continued without replacing the oxygenator. It was reported that there was no blood loss. There was no delay of finishing procedure. The patient was treated as intended. Final impact of the patient is unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Visual inspection upon receipt found that the sampling line tube and purge line tube had been cut off the actual sample. On the oxygenator module itself, there was no anomaly which could relate to a leak. The actual sample was rinsed, and the blood phase was filled with saline solution. With the blood outlet port clamped, the actual sample was pressurized with an air from the blood inlet port. No leak was verified. The investigation result verified that the actual sample, after having been rinsed, was the normal product with no anomaly which could have caused a leak. The reported plasma leak is likely due to a change in the blood properties due to some factor(s), a surface-active substance may be generated in blood. This may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be upset, resulting in plasma leak. The pressure inside the oxygenator module raised by some factors, including clot formation, and others, may cause the pressure applied from the blood phase to the gas phase to get increased. This may create the circumstances where a force to push the blood corpuscle components out into the gas phase may increase and plasma component could easily leak out through the micro pores on the surface of the fibers to the gas pathway. However, the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved.